Event description:
Complainant alleged that the medics were attending a patient (age and gender unknown), who was presenting a ventricular fibrillation heart rhythm. The medics shocked the patient once at 100 joules, and a second time at 150 joules. Upon the medics second attempt to shock the patient, the device displayed an "ECG too small" message. The complainant indicated that there was no adverse effect to the patient as a result of the reported malfunction. The complainant was unable to supply the serial number of the device that was involved in the event. The complainant indicated that the device was not being returned to the zoll technical service department for evaluation, as the facility has attributed the reported problem to user error. The operator of the unit was new to the zoll device. The zoll sales representative has re-inserviced the facility on the operation of the zoll defibrillator.